Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 3max reperfusion catheter and a 3max separator. Before the procedure, intravenous tissue plasminogen activator (tpa) was not administered. During the procedure, a 3max reperfusion catheter was advanced to the basilar artery along with another manufacturers guide wire and guiding catheter. Aspiration was done with the 3max separator and 7,000 units of heparin were then injected. Percutaneous transluminal angioplasty (pta) was performed on the patient. During the time of the procedure, the patient's consciousness level deteriorated. A computed tomography (CT) showed the patient developed an intracranial hemorrhage and did not recover. The physician closely monitored the patient's condition but withheld any further treatment. Approximately a month later, the patient left the hospital without recovery. Physician's comments: the events were symptomatic brainstem hemorrhage and subarachnoid hemorrhage (sah). Since the patient's condition became deteriorated during the aspiration, the relations between the event and the penumbra system, and the event and the procedure were not denial.

Manufacturer narrative:
Conclusion: hemorrhage is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00394. Device was disposed of by the hospital.